Manufacturer narrative:
G4: 05nov2020 b4: (B)(6) 2020 the device was evaluated by the biomed with assistance from a philips remote service engineer (rse). The biomed stated they have cleaned the touch screen and the calibration states bad touch and will not calibrate. The rse advised the biomed to replaced the touchscreen. The biomed requested that the device be returned to bench for evaluation. The bench repair form was emailed to the biomed. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. 1. Thursday, (B)(6) 2020 12:40 pm emailed (B)(6); 2.thursday, (B)(6), 2020 1:40 pm emailed (B)(6); 3. Tuesday, (B)(6) 2020 1:34 pm emailed (B)(6). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 22sep2020.

Event description:
It was reported to philips by the biomed that the touchscreen on the device was not working. The device was not in use at the time of the event. This issue was noted by the biomed when trying to calibrate the touchscreen. The device was evaluated by the biomed with assistance from a philips remote service engineer (rse). The biomed stated they have cleaned the touch screen and the calibration states bad touch and will not calibrate. The rse advised the biomed to replaced the touchscreen. The biomed requested that the device be returned to bench for evaluation. The bench repair form was emailed to the biomed.